Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remained ongoing on vad support until they ultimately expired on (B)(6) 2020 from sepsis and organ failure (reference MFR. # (B)(4). Localized infection, driveline infection, renal dysfunction, and pump pocket or pseudo pocket infection are listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU contains a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date estimated as admission details were not provided. This complaint will address admission 15 out of 15. The event is being reported conservatively. Related manufacturer report #'s: 2916596-2020-03961, 2916596-2020-03962, 2916596-2020-03963, 2916596-2020-03964, 2916596-2020-03969, 2916596-2020-03970, 2916596-2020-03971, 2916596-2020-03972, 2916596-2020-03973, 2916596-2020-03975, 2916596-2020-03976, 2916596-2020-03977, 2916596-2020-03978, 2916596-2020-03979. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had over 15 admissions where chronic driveline and pump pocket infection was addressed. It was also noted that most of these admissions were for volume overload and dialysis related needs.